Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a discolored bending section cover, peeled plating on the distal end, a cut image guide protector, a wrinkled connecting tube, a light guide bundle that slipped down, water tightness lost due to a pinhole on the bending section cover and a cut on the connecting tube, the normal image automatically switched to a narrow band imaging image due to damage on the circuit board of the video plug, and the bending angle in the up direction did not meet the standard value due to the wear of angle wire. Additionally, the following components were found scratched: connecting tube, video connector case, light guide connector, protector of the video cable section, video cable, grip, switch box, control unit, universal cord, and scope cover. The following components were found dented: connecting tube, universal cord, and the video cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera rhino-laryngo videoscope had peeled coating and faded and scratched marking at the insertion section. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, parts of the insertion tube that fell off was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported scratches and peeling of the tip insertion section could not be determined, however, the issue was likely the result of stress due to user handling/mishandling. Olympus will continue to monitor field performance for this device.